Event description:
It was reported that a patient had high impedance. A couple of months after generator surgery, high impedance was observed and fibrosis was suspected. All output currents were disabled. Surgical intervention has not occurred to date.

Event description:
The patient has not had any more seizures related to the device issue since the end of (B)(6). Surgery has not occurred to date.

Event description:
At the patient's 3rd consultation ¿ patient has had medical improvement (less seizures). Physician wants to know if it¿s due to stimulation or not: she programs the stimulation parameters at 0 ma and asks the patient¿s family to call in case of more frequent seizures. A couple of months later family calls as seizures have re-appeared. Surgery is scheduled but has not occurred to date.

Event description:
Surgery is planned but no known surgical intervention has occurred to date.